Event description:
The physician attempted arteriotomy closure with two perclose a-t (the closer ak) devices after a diagnostic procedure. It was reported that the first device was deployed and when the needles were retrieved it was discovered that a link break occurred. The first device was removed and a second device was inserted with similar results. The second device was removed and closure was achieved with manual comparison . Upon analysis of the returned devices, it was discovered during testing and investigation that a guide break occurred on one of the two devices. There is no report of any adverse patient effect. Although requested, no additional information has become available.